Manufacturer narrative:
The pt's included in this study were followed from 2005-2007. It is unk when the events occurred as this info has not been provided. Based on the info available, it cannot be determined if the alleged infections are related to v.a.c. Therapy.

Event description:
On (B)(6) 2013, kci rec'd article, "risk factors for unsuccessful treatment and complications with negative pressure wound therapy," that reported five occurrences of infection while on v.a.c. Therapy. On (B)(6) 2013, the following info was reported to kci by the co-author: all five occurrences developed a localized wound infection that was treated with antibiotic therapy. In two occurrences, the pts continued to receive v.a.c. Therapy. In the remaining three cases, v.a.c. Therapy was discontinued. No add'l info is available. The units' type or serial numbers were not provided, therefore, kci cannot conduct device evals of the units.